Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw hole caps could not be removed from the shell. The event happened during an initial surgery. Surgical technique was utilized. There was no patient impact. There was no medical or surgical intervention. There was no surgical delay and no surgical complications. Foreign body was not retained. No additional information available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 no product was returned. A picture was provided and reviewed. Visual examination of the provided picture identified the screw plugs to be within the cup; however, it could not be confirmed if they are stuck as reported. A review of the device history records identified no related deviations or anomalies during manufacturing. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. The event cannot be confirmed based on the provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.